Manufacturer narrative:
Facility staff attributed the alarms to issues with the pt's catheter which was treated with activase. The cycler alarmed appropriately to inadequate access blood flow. The report does not contain info to suggest a device malfunction occurred. The pt's standard epogen dose was increased due to a drop in hgb as well as a catheter infection. No other medical intervention was required. Nxstage medical considers this report. Closed. No add'l info will be provided.

Event description:
Venous pressure high and arterial pressure low alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in a blood loss of 190cc. The pt's catheter was declotted with activase. The pt's hgb decreased from 10.2 g/dl prior to the event to 10.0 g/dl on (B)(6) 2011. The hgb decrease is attributed to the blood loss as well as a catheter infection. The pt's standard epogen dose was increased from 4,000 units 2x/week to 7,000 units 2x/week. No other medical intervention was reported.